Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was), and a watchman delivery system. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 11 cm from the strain relief, and there was tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported kink was confirmed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery systems (wds) were used. During the procedure the closure device was deployed, but it did not meet release criteria. The device was fully recaptured and during the recapture the was and wds both became kinked.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a watchman ® laa closure device & delivery systems (wds) were used. During the procedure the closure device was deployed, but it did not meet release criteria. The device was fully recaptured and during the recapture the was and wds both became kinked.